Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Update received indicates the device passed a full assessment and has been placed back into service.